Event description:
It was reported that the user received an "incompatible sensor" alert when attempting to scan a freestyle libre 3 plus sensor with the ilet, and the sensor packaging was confirmed as libre 3 and not a libre 3 plus, indicating use of a noncompatible sensor. No adverse clinical symptoms reported. Outcomes included no reported impact on health or therapy beyond the inability to use the sensor with the device. User support included troubleshooting and user education regarding compatible sensors. Investigation of this case revealed that the device functioned as designed and the issue resulted from use of an incompatible third-party sensor model. It was concluded, based on established findings for similar reports, that the cause was use error related to incompatible ancillary equipment.

Manufacturer narrative:
Initial.